Manufacturer narrative:
Product complaint #(B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h10. Complaint conclusion: as reported by the field, during a coil embolization, two coils were found unraveled/stretched, a presidio 10 cere 6mmx26cm (B)(4) and a msphere 10 plat 4mmx7.5cm (sph10040020, 30443972). A presidio 10 cere 6mmx26cm coil (B)(4) failed to detach. New coils were switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30422252 number, and no non-conformances related to the malfunction were identified. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of three products involved with the complaint and the associated manufacturer report numbers are 3008114965-2024-00075, and 3008114965-2024-00077.

Event description:
As reported by the field, during a coil embolization, two coils were found unraveled/stretched, a presidio 10 cere 6mmx26cm (pc (B)(4) and a msphere 10 plat 4mmx7.5cm sph (B)(4). A presidio 10 cere 6mmx26cm coil (pc (B)(4) failed to detach. New coils were switched to complete the surgery. The microcatheter was not replaced. There was no patient injury reported.